Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 95 units. There was no adverse impact to the customer's blood glucose level due to the reported event. The contact added insulin to the existing cartridge and completed the load process successfully. Insulin delivery was resumed.